Event description:
It was reported that the user missed a dinner meal announcement while using the ilet, resulting in prolonged hyperglycemia followed by hypoglycemia after correction doses; the user treated the low with fast-acting carbohydrates and subsequently returned to target range. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included temporary disruption of glycemic control that resolved with oral glucose and self-management, with no medical intervention. Investigation included review of user-reported blood glucose history and troubleshooting and education regarding meal announcements and fast-acting carbohydrate use. Investigation of this case revealed user handling related to a missed meal announcement and subsequent corrective actions leading to a low. It was concluded that the device function was consistent with design expectations and that the event was attributable to use-related factors rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.